Event description:
It was reported that during a therapeutic transurethral resection of a bladder (turb) procedure, the electrosurgical generator had an error code e188 excessive leakage current error. The customer was using a bipolar and tried a new handpiece with cable and still had the e188. Further troubleshooting was done with no success. The procedure was cancelled and was rescheduled on a later date. The patient was then brought back for the second procedure and it was successfully completed using a replacement electrosurgical generator. There were no reports of patient harm.

Event description:
This event was initially reported as a serious injury; however, upon further review, it was determined the olympus device did not contribute to a serious injury as there was no harm to the patient reported due to the cancellation and delayed surgical procedure. The following fields have been updated: f10.